Event description:
The distributor contacted animas on (B)(6) 2013 alleging the audio bolus button was unresponsive to user input. No further information was provided. This complaint is being reported because the alleged audio bolus button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: on investigation, the bolus button was unresponsive to button presses. The button cover was removed for investigation and revealed the internal plug was missing. No contamination was observed. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the display issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.